Manufacturer narrative:
One cadd legacy 1 pump was received to investigate the reported alarm and damaged lcd. The pump was received in good physical condition with a bleeding lcd. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported event. To further investigate the reported issue, the device was powered up. The moment the device was powered up, the device started double beeping. The issue was determined to be caused by the downstream sensor. The downstream sensor was replaced along with the lcd. No further actions taken.

Event description:
Information was received indicating that a smiths medical pump had a damaged lcd and it kept alarming/beeping. There were no reported adverse events.